Manufacturer narrative:
(B)(4). Date sent: 12/21/2023 d4: batch # 289c84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with no reload present. Further analysis shows that the anvil was detached. The anvil posts appear to be damaged as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the anvil and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 289c84, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the gun broke at the time of firing. Gas pad detached. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "gas pad detached"? :gas pad detached at the time of firing. 2. Did any pieces fall into the patient? : no. 3. If yes, were they retrieved? 4. Will all pieces be returned with the device? : yes. 5. If no, were they discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.